Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for torn sheath distal tip was empirically confirmed based on the information available to date. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome any resistance during system advancement can further contribute to tip tearing and subject it towards separation. On the other hand, high withdrawal forces during retrieval of delivery system due to an altered balloon provide (e.g. Burst balloon), may also damage the tip and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.

Manufacturer narrative:
Updated section b5 and h6- device code.

Event description:
As reported by our affiliates in south korea, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, the commander delivery system balloon burst right after the full inflation. Despite this, the valve was fully deployed, and no post-dilation was required. Resistance was encountered while retrieving the delivery system through the sheath, and a femoral artery rupture occurred. Consequently, a surgical cut-down was required and vascular repair intervention was required. Upon withdrawal, damage to the sheath distal tip was observed. The seam of esheath was torn and the distal part was partially separated from the esheath, but still attached, due to withdrawal difficulties. The patient was in stable condition. As per medical opinion, the perceived root cause of the balloon burst was sinotubular junction calcification.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in south korea, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, the commander delivery system balloon burst right after the full inflation. Despite this, the valve was fully deployed, and no post-dilation was required. Resistance was encountered while retrieving the delivery system through the sheath, and a femoral artery rupture occurred. Consequently, a surgical cut-down was required and vascular repair intervention was required. Upon withdrawal, damage to the sheath distal tip was observed. The seam of esheath was torn and the distal part was separated from the esheath due to withdrawal difficulties. The patient was in stable condition. As per medical opinion, the perceived root cause of the balloon burst was sinotubular junction calcification.